Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, swelling, muscle spasms and tightness, and difficulty walking. Update: 4/29/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, vertical cup, and pseudotumor. Records are available for further review. Update: additional litigation papers received 3/4/14. Litigation alleges large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 03/28/14 update jun 26, 2017: legal medical records received. Pfs also alleges difficulty with adl, popping and clicking, decreased rom, and limited mobility. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was also revised to address hypersensitivity reaction to metal debris. Revision notes reported pseudocyst, cloudy fluid in the joint, metal debris at the back of acetabular cup, and medially eroded anterior wall with grayish tissue. Added new complainant information. This complaint was updated on: dec 22, 2017

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 2318135. Device history review: no related deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, swelling, muscle spasms and tightness, and difficulty walking. Update: 4/29/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, vertical cup, and pseudotumor. Records are available for further review. Update: additional litigation papers received 3/4/2014. Litigation alleges large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 03/28/2014. Update jun 26, 2017: legal medical records received. Pfs also alleges difficulty with adl, popping and clicking, decreased rom, and limited mobility. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was also revised to address hypersensitivity reaction to metal debris. Revision notes reported pseudocyst, cloudy fluid in the joint, metal debris at the back of acetabular cup, and medially eroded anterior wall with grayish tissue. Added new complainant information. This complaint was updated on: dec 22, 2017.

Manufacturer narrative:
(B)(4).